Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not working because it was not giving her insulin. Customer¿s blood glucose level was 380 mg/dl at the time of incident. Customer also reported that the red button came off and the insulin pump beeps but it did not showing any alerts. Customer repeatedly stated that the insulin pump was not working and it was needed to be replaced. Troubleshooting was performed for high blood glucose. The device will not be returned for analysis.